Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Migration was confirmed via x-ray. Surgical intervention was undertaken on (B)(6) wherein the lead was re-positioned resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.